Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. The broken portion of the cutting wire was scorched and melted. Based on the investigation result, a likely mechanism causing the broken cutting wire might be the following: the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view; the cutting wire and the endoscope were being close to each other; the output was activated; this had led to an electrical discharge between the cutting wire and the distal end of the endoscope; an electrical discharge occurred, and the cutting wire became hot instantly. This caused the cutting wire to break. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome v had a ruptured cutting wire. The issue occurred during a therapeutic endoscopic sphincterotomy and was completed with an olympus back-up device. There were no reports of patient harm.